Event description:
A report was received that the pt was burned by the charger at the pocket site. The pt's primary care physician instructed the pt not to sleep on the charger. The product labeling instructs the pt not to charge while sleeping. The physician prescribed antibiotics as a precaution because he believed the battery had been pushing on the skin and was causing irritation. The pt received a new charger and is reportedly doing well.